Event description:
It was reported that the patients spinal cord stimulator (scs) device is not providing adequate pain relief and the implantable pulse generator (ipg) site is painful. The patient will undergo a revision procedure. Th per physician preference, during her injection appointment it appears they are in good position from c3-c5. No other information could be obtained.